Event description:
It was reported that the patient received a vibratory notifier alert. The nonsustained lead noise episode displayed both post-t wave oversensing and low frequency attenuation filter amplification of a non intrinsic wave form. Programming changes were made. Patient to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received states that possible myopotential oversensing was observed. Reprogramming was recommended.